Event description:
Md called to report that another physician has been advertising an off label, non-FDA approved procedure with this device. Md states that FDA guidelines are explicit with regard to advertising this laser for use in lasik procedures. Advertisement is on wtop 1500am at 6:37 pm.